Manufacturer narrative:
Additional information received on 04 july 2016 from the initial reporter and includes: the surgery was completed successfully as planned on (B)(6) 2016. On 04 july 2016 the myknee department performed a patient matching review concluding as follows: our analysis of the process of this case found no deviations from the standard procedures. Considering the coverage, and the lack of parts that can get detached easily, the size chosen for the tibia is the correct one. Batch review performed on 11 july 2016. (B)(4). Additional information received on 12 july 2016 from the initial reporter and includes: the surgeon reported that no cement was present on the implants. On 12 july 2016 the medical affairs director made the following analysis: revision of tka reportedly because of pain at 1,5 years postoperatively. Radiographs do not show signs of loosening or malpositioning. The residual valgus does not appear to be responsible for pain or soft tissue impingement. The root cause cannot be determined with certainty.

Event description:
Revision planned due to tibial loosening and overhang that caused pain.